Event description:
Boston scientific crm received info that the right atrial (ra) lead fell out of position and was no longer sensing or capturing appropriately. After the ra lead was revised the measurements from the device were inappropriate. As a result, the device was explanted and a problem with the seal was noted. It appeared that the seal plug was partially pulled out of the device. No adverse pt effects have been reported.